Event description:
It was reported by service report that the zoom drive cuts out while in use due to a malfunctioned csi box. No patient involvement and clinically relevant delay in treatment or adverse consequences were reported.